Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedure complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. It is unlikely the terumo sheath caused the perforation in the internal jugular vein. Field clinical was contacted about this complaint, and stated it is more likely the access needle caused the perforation in the vessel. The sheath tip is atraumatic and designed to deform to prevent vessel damage. In the absence of a sample and additional information, the relationship between the vessel perforation and ik sheath cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when reintroducing the swan-ganz catheter through the sheath (terumo pinnacle introducer sheath) in internal jugular (ij) vein after cardiomems sensor deployment, it would not track down the superior vena cava toward the heart. The physician injected some contrast through the sheath to investigate, and a small amount of contrast was filling the area outside of the vein and into the chest cavity. Surgery or interventional radiology procedure was not required. The patient was kept overnight in the medical intensive care unit (ICU), and a chest x-ray showed no abnormalities. The patient was discharged the following day. The physician felt that there was a small perforation in the ij vein responsible for the contrast filling the area outside of the vein and into the chest cavity. The procedure performed was a cardiomems implant. On 16 dec 2024, terumo medical received FDA medwatch report#: mw5162908. The event description states: the report comes from the dr concerning the pinnacle introducer sheath (11f, 10cm). Lot#: 0000543835. Order no./ref: rss102. It was reported that when reintroducing the swan-ganz catheter through the sheath pinnacle introducer sheath in internal jugular vein after cardiomems sensor deployment, it would not track down the superior vena cava toward the heart. The physician injected some contrast through the sheath to investigate, and a small amount of contrast was filling the area outside of the vein and into the chest cavity. Surgery or interventional radiology procedure was not required. The patient was kept overnight in the medical intensive care unit (ICU), and a chest x-ray showed no abnormalities. The patient was discharged the following day. The physician felt that there was a small perforation in the ij (internal jugular) vein responsible for the contrast filling the area outside of the vein and into the chest cavity. This report reflects information received by FDA in the form of a notification per 803.22."